Event description:
It was reported that a patient with a 34 pack-year smoking history and pre-existing chronic obstructive pulmonary disease underwent an ion endoluminal lung biopsy procedure of a 19mm right lower lobe pulmonary nodule on (B)(6) 2023 as part of a clinical study. The procedure was completed with no reported ion product malfunctions or intra-procedural complications. The patient was discharged home on the same day. The biopsy diagnosis confirmed non-small cell lung cancer. Two days after the procedure, the patient reported a sore throat that had lasted for two days. On (B)(6)2023, the patient was treated with antibiotics for a chest infection. The patient was managed as an outpatient and did not require hospitalization.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined. A review of the event was conducted by an intuitive medical safety officer and the following additional information was provided: a 49-year-old female with an active 34 pack-year smoking history with severe co-morbid medical conditions including chronic obstructive pulmonary disease/emphysema classified as asa iii underwent an ion endoluminal biopsy of a 19 mm right lower lobe pulmonary nodule identified on a lung cancer screening CT. The procedure was completed without issue and the patient was discharged home the same day on (B)(6), 2023. The biopsy confirmed a non-small cell lung cancer. The patient noted a sore throat for 2 days after the procedure and on (B)(6), 2023 the patient was treated with antibiotics for a chest infection. She was managed as an outpatient and did not require hospitalization. There was no malfunction of the ion system, instruments or accessories. Navigational bronchoscopy is a minimally invasive and safe procedure. A recent meta-analysis of navigational bronchoscopy in (B)(4) patients reported an overall adverse event rate of (B)(4) with a pneumonia/infection rate of (B)(4). Other reports have described rates as high as (B)(4) in patients with lung cancer attributed to anatomic changes and underlying co-morbidities. Based on the available data the reported infection is likely related to the underlying disease and possibly related to the procedure but is not related to the study device. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and metaanalysis. Lung cancer. 2023. Shimoda m, yamana k, yano r, et al. Analysis of risk factors for the development of a post-bronchoscopy respiratory infection in lung cancer patients. Journal of infection and chemotherapy. 2021. Souma t, minezawa t, yatsuya h, et al. Risk factors of infectious complications after endobronchial ultrasound-guided transbronchial biopsy. Chest. 2020.

Manufacturer narrative:
The patient was reported as resolved from the infection on (B)(6) 2023. Addition of annex b code of b13, as follow-up was completed.

Event description:
Refer to h10/h11 for follow-up information.